Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported in a journal article that the patient underwent a left total knee arthroplasty surgical procedure on unknown date and topical skin adhesive was used. Following the procedure, the patient experienced severe acute dermatitis. Topical corticosteroids were prescribed and dermatitis resolved. It was also reported that the patch test was performed and confirmed the patient has an allergy to topical skin adhesive liquid. Additional information has been requested.